Event description:
Treatment history may not be recorded by third party r&v system.

Manufacturer narrative:
A delivered field may not be recorded by the 3rd party r&v system. There is a risk if this failure goes unnoticed, or doubt arises, a further delivery of that same field may result in an overdose. It would still be possible to verify delivery of the field by looking at the linac control record and using the lcd does display on the linac control system. The investigation is ongoing, a follow-up report will be issued when the investigation has concluded.